Manufacturer narrative:
This right atrial (ra) lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observation. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the physician unintentionally dislodged this right atrial (ra) lead during the explant procedure of the associated right ventricular (rv) lead. As a result, this ra lead was explanted and replaced. This ra lead will not be returned. No additional adverse patient effects were reported.